Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose value of 420 mg/dl and his pump isn't giving him a bolus. The customer was treated with carbohydrates and tried to give another bolus because he had 6 units active. After this bolus the customer had a blood glucose value of 414 mg/dl. The customer was advised that ha had enough insulin to treat his blood glucose. The insulin pump will not be returned for analysis.